Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 252 mg/dl, while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found to be bent. As treatment, the patient removed the pod.

Manufacturer narrative:
The pod was received fully deployed. No timeouts or drive stalls were observed in the download data. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Investigation of the returned device found no damages or manufacturing deficiencies that would result in communication issues between the pod and the continuous glucose monitor (cgm). An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. The phb data from the pod contained -1 estimated glucose values (egvs) indicating a failure to connect between the pod and cgm. The cause of the communication issue could not be determined.